Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 16-17 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.